Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilatation in the iliac artery, the fox plus balloon ruptured at 6 atmosphere during the second inflation. The catheter was removed from the anatomy without difficulty, and the procedure was completed with an unspecified device. There was no adverse pt sequela reported. Though requested, no additional info was provided.